Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal drugs (doses, routes, duration and frequencies not reported) for the event. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow-up.